Event description:
The patient was in surgery for a pump replacement procedure on (B)(6) 2015. When the physician disconnected the sutureless connector he noticed what appeared to be tissue inside of the connector. There was no problem with the catheter. The sutureless connection was trimmed and replaced. The patient had no symptoms or complications associated with the event. The patient had no therapy issues. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine, fentanyl, and bupivacaine. It was later reported that it was believed that the patient was doing fine following the procedure as this reporter had not heard of any problems.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found sc connector with non-significant indent in seal that did not affect infusion. Analysis found foreign material (tissue like) deposited in the sc connector cup before decontamination.